Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user has low battery (incorrect battery was purchased) note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved - unable to establish contact at this time. Product notification letter sent to contact customer care. Low battery symbol displays on the screen. Meter display low battery symbol when the circle button is pressed and when the strip is inserted. Customer will call back to continue troubleshooting with correct battery, incorrect battery was purchased.

Event description:
Consumer reported complaint for low battery issues. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of headache, shakiness and fatigue. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call on (B)(6) 2019, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 07/19/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.